Event description:
It was reported that during a right hemicolectomy procedure, upon firing and stapling the device did not form staples that were in the b form. After opening the jaws of the device, the blue cartridge popped up. Another device was used to complete the procedure. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.